Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.